Manufacturer narrative:
H10: three unsuccessful attempts were made to obtain additional information related to reprocessing steps. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the auxiliary channel and air/water cylinder could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. - the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to wear of the angle wire, bending angle in the "up" and "down" direction did not meet standard value. In addition to the foreign material in the jet tube and air/water tube, the evaluation findings were as follows: the grip had a scratch, the suction cylinder had no color, the plastic distal end cover had a scratch, the adhesive around the objective lens had discoloration, the adhesive around the light guide lens had discoloration, and the adhesive on the bending section cover was detached. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus that the evis exera iii colonovideoscope had loose knobs and imperfect angles. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign material was found in the air/water tube and jet tube.